Event description:
Caller reported a cartridge alarm 20 occurring with their pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). In response, the customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery, and tandem technical support sent a replacement pump.